Event description:
A home patient contacted baxter's technical center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 4 of his automated peritoneal dialysis therapy. Reportedly, a mouse or mice chewed through several lines of the setup. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was associated with this incident per the home patient.

Manufacturer narrative:
Baxter's product surveillance department has reviewed the incident with the home patient. Concomitant medical products and therapy dates (exclude treatment of event): homechoice automated pd system 115 volt, 2007, capd transfer set, 2007, 15 l drainage bags, 2007, dianeal low calcium solution (strength unknown), 2007